Event description:
It was reported that the surgeon was using the ncb-df torque screwdriver 6nm to torque and lock locking caps. It was stated that the screwdriver was found to be slipping and wouldn't work properly. Extra attempts were made and the device was able to work and torque. The surgery was completed with the device with some challenge. The slipping is not normal and needs to be evaluated.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
Possible causes for the reported event according to dfmea: instrument did not click due to inadequate design for intended performance (e.g. Screwdriver handle loosing, no click). Instrument deformed and did not click due to excessive deterioration of instruments during long term use. Based on the given information and the results of the investigation, we could identify a root cause for this issue and issue investigation has been initiated. The need for corrective measures is not indicated at this point of time and zimmer (B)(4) considers this case as closed.

Event description:
Additional information received on july 07, 2015. It was reported that the screwdriver was found to be slipping and wouldn't work properly. Visual examination: the blue handle was in a normal visual appearance. There were no damages on the shaft of the instrument. There were some signs of usage on hex part. Functional check: the handle revolved around the inner torque mechanism cage. The function of the device was not given. The instrument did not click.